Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic for an MRI. The device was attempted to be programmed to MRI mode; however, an increased, out of range pacing impedance was seen on the left ventricular (lv) lead. The MRI could not be completed. No intervention was performed at this time. The patient was stable with no adverse consequences.